Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, cable failure was observed. Therefore, it was determined that video function did not work properly due to cable failure, thus, the indicated phenomenon [e226 (scope communication error)] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. Scope communication error, image was not displayed, and cable part was twisted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The ch-s200-xz-ea/ hd 3cmos autoclavable camera head was returned as part of the asset return process. During routine inspection of the device by olympus, it was confirmed that the device had a scope communication error and image was not displayed. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.